Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Customer alleged resident has suffered from a laceration to her leg due to a sharp edge on one of the beds. The laceration was so severe when down to the residents muscle tissue. Update from customer service on 04/12/2016: the maintenance director said that a resident was dangling her legs along side the bed and her skin was cut by the sharp edges. He couldn't specify what medical treatment the resident received, however it was bad enough that the incident is now under investigation.

Manufacturer narrative:
Product has not been returned for evaluation as of the date of this investigation, which is at or past the 60 days since the initial receipt of this complaint. Three attempts were made to communicate to the complaint contact and the device is not expected to be returned. If an evaluation is completed for this product, the complaint will be opened to update the information. The underlying cause could not be determined after reviewing the documentation in this investigation. The complaint could not be verified. (B)(4) created to resolve issue. No immediate risk noted with event to escalate to CAPA/crt. One serious injury noted out of all (B)(4) bed throughout a single business unit. Complaint data over a 2 year period did not show any similar issues or injuries with the ihsc900dlx bed. Conclusions of erb show that the underlying cause appears to be metal burs left after molding.

Event description:
Customer alleged resident has suffered from a laceration to her leg due to a sharp edge on one of the beds. The laceration was so severe when down to the residents muscle tissue. Update from customer service on 04/12/2016: the maintenance director said that a resident was dangling her legs along side the bed and her skin was cut by the sharp edges. He couldn't specify what medical treatment the resident received, however it was bad enough that the incident is now under investigation.